Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a laparoscopic gastrectomy procedure on an unknown date and barbed suture was used. During the procedure, the barbed suture did not hold in place on the gastrotomy. The surgeon felt that the suture had no barbs. The procedure was completed with a different type of suture without barbs. There were no adverse patient consequences reported.